Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the lead shocked the patient "three times in ten minutes." It was thought that the patient was shocked due to the insulation on the lead deteriorating exposing the wires. It was further reported that since then, the patient gets exhausted easily. It was noted that they "will try to make adjustments." The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.